Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that patient came in with implant hardware fractured at top of implant. Tooth location # 4. Crown could no longer seat /was mobile. Index coping could not seat either. Implant was removed. Patient returning for implant re-placement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.

Manufacturer narrative:
An imp,tsv,3.7,13,mtx,mg (tsvtb13) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage with bone/debris and a fracture at the collar. An unk index coping was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device location was #4 and was used for approximately 7 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (62706237). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported product unk index coping is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (62706237) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information for unk index coping. Based on the available information, device malfunction could not be verified and is non-verifiable for coping however did occur and the reported event was confirmed for the implant.

Event description:
No further event information available at the time of this report.